Event description:
Report rec'd of an independent rate change. The pump was returned to the biomedical engineering dept with an unsigned note that read, "independent rate change." No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reported adverse pt events while the pump was in clinical use. Though requested, no additional info was provided.